Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 300-500 mg/dl. A manual injection was administered to address bg. Supply changes were performed resolving the alarms.